Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. Upon interrogation, it was found that the right atrial lead (ra) had a slack issue which was identified by fluoroscopy. During testing, the physician added slack to the ra lead and accidentally entered the lead through the device instead of the analyzer. The physician tried to insert a stylet and reinsert the lead, but the stylet didn't go through the lead. The ra lead was explanted and replaced. The patient was in stable condition.